Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude due to being dislodged. The patient underwent a surgical intervention to remove the lead and implant a new product when upgrading the pacemaker. No adverse patient effects were reported.